Event description:
External pacer stopped pacing during procedure. Pt was asystolic. Pt was given atropine and asked to cough. Heart rate increased to 22 beats per min. The equipment was then changed to another external pacer. At that time the pt was successfully paced without further incident.